Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling a "slight twitch once or twice a day" in the pectoral area near the implant. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2020 it was further reported that the right ventricular (rv) lead exhibited extracardiac pacing and was reprogrammed.